Event description:
It was reported that a dissection occurred. The target lesion, located in the distal left circumflex, was more than 180-degrees calcified. A 2.25mm x 10mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, while inflating the balloon at high pressure, dissection occurred in the lesion area. Flow was still found in distal vessel after the dissection. The procedure was completed with the use of a drug-eluting balloon. No further patient complications reported and patient was stable under monitoring post procedure.

Event description:
It was reported that a dissection occurred. The target lesion, located in the distal left circumflex, was more than 180-degrees calcified. A 2.25mm x 10mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, while inflating the balloon at high pressure, dissection occurred in the lesion area. Flow was still found in distal vessel after the dissection. The procedure was completed with the use of a drug-eluting balloon. No further patient complications reported and patient was stable under monitoring post procedure. Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the hypotube shaft. No kinks or damages on the haft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The encore device was verified prior to use, using the druck gauge. No issues were found with the balloon when inflating to rated burst pressure of 12 atmospheres. No device issues were identified during returned product analysis.

Manufacturer narrative:
The device was returned for analysis. Visual/tactile inspection, microscopic analysis and functional testing were completed. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. It was possible to inflate the balloon to its rated burst pressure of 12 atmospheres with no leaks noted. The balloon maintained pressure. No device issues were identified during returned product analysis.